Event description:
In early (B)(6) it was reported an alarm was not heard but confirmed by telemetry. The patient started to hear an alarm on the pump about 4 months after implant. The patient heard it beep (B)(6) and at the end of (B)(6). The patient heard the alarm again today the day of the report. The patient indicated that they had more pain than normal since (B)(6) but had attributed it to the weather change. The patient also felt more "pressure" in their back. The patient saw the health care provider (hcp) for a refill (B)(6), and hcp didn't indicate there was anything wrong with the pump. There was 3 cc left from the residual. The patient further indicated that they had been to see the hcp about 4 times but the pump read out said the pump was functioning along with the dosage being right. On (B)(6) it was reported that telemetry confirmed a critical alarm was occurring due to a motor stall. It was noted that the stall was constant. The patient had intermittent motor stalls and motor stall recoveries since (B)(6) the pump was stalled since 1535. There was no reported emi or magnetic interaction. The patient had experienced increased pain; "not as well controlled as was." It was further noted that the pump was replaced due to multiple motor stalls and recovery. There was no reported injury and the patient recovered without sequela. The pump was used to deliver hydromorphone.

Event description:
Additional informaiton received reported the patient experienced uneven dosing of medication due to the motor stalls. The patient required hospitalization.

Event description:
Additional information: regarding previously reported motor stall, it was noted that it was stalling "like every ten minutes." It was also noted that due to the motor stalls the patient "did overdose, slightly," that she "either wasn't getting enough or was getting too much," that she "had no pain control," or "was zonked out" and tasking metal in her mouth which was the sign of "overdosing."

Manufacturer narrative:
Analysis of pump revealed a motor feedthru anomaly.

Manufacturer narrative:
Catheter: model # 8709sc, serial #(B)(4), implanted on: (B)(6) 2011, explanted on: unknown. 8590-1 dacron pouch: lot # n287760, implanted: (B)(6) 2011, explanted: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone (dilaudid) [2.0 mg/ml] at 0.4999 mg/day. Patient codes (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (friend/family member) on 2017-dec-12. It was reported that the patient's pump was installed in 2012, and it failed a year later in 2013. [This contradicts with the previously reported implant/explant dates] per the caller, the only drug information he knew was dilaudid 0.1 ml and morphine was in the pump when it failed. [This contradicts the previously reported drug information that the pump was delivering hydromorphone(dilaudid) 2mg/ml 0.699mg/day.] No further complications were reported.

Manufacturer narrative:
(B)(4).